Event description:
A gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. It was reported that the gore excluder aaa endoprosthesis was infected. Further investigation is pending.